Event description:
It was reported that the customer had high blood glucose and a heart attack. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was 1400 mg/dl. Caller stated that the customer was not breathing and had no pulse and he called the paramedics. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with scratched display window and cracked reservoir tube lip and case window.